Event description:
In 2004, a letter was received at vasca from a pt. The pt experienced dissatisfaction in the lifesite since pt had two bad experiences with it in the past 4 years. The next day this pt became ill with a staph infection that went septic.